Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving inappropriate shocks. The shocks were inappropriate from the patient's arrhythmia. The patient received several shocks for atrial fibrillation and supraventricular tachycardia with rapid ventricular response. The patient was doing well and medications were adjusted. The device was at normal eri; therefore it was explanted and replaced.